Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there were no low bg levels recorded in the pump logs. Basal rate was drastically adjusted every morning and night. Basal rate was set between .75 u/hr and .8 u/hr at night, then adjusted to 8 u/hr during the day. The cartridge was changed on (B)(6) 2016. Quick insulin depletion is due to the basal rate setting of 8 u/hr. A review of the user's current pump profile shows that the 8 u/hr basal rate was corrected back to 0.8 u/hr. There is no evidence of a device failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the customer was in the hospital for a separate event, they experienced a low blood glucose (bg) level; however, no specific bg value was provided. Reportedly, the contact stated that the pump may have delivered too much insulin to the customer. Glucagon was administered to address low bg level. Multiple attempts were made to follow up with the contact and customer to complete troubleshooting; however, no additional information was provided.